Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod 2 a single leaflet device attachment (slda) occurred with the third device implanted. The patient had severe secondary-functional tricuspid regurgitation (ftr). Three pascal ace devices were implanted with no device-related issues during or immediately after implantation. The procedure was complicated by challenging imaging conditions. The severe tricuspid regurgitation (tr) improved to moderate immediately following the procedure. However, after the procedure (pod2), the physician reported that transthoracic echocardiography (tte) showed an slda of the third implanted pascal ace device in the anterior-septal position and tr increased again to severe. According to medical opinion, poor image quality was the main reason for the slda. No re-intervention was required, and no additional actions were taken. Patient was in stable condition.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests medical imaging procedural factors likely contributed to the event. As per information received, the three devices were implanted with no device-related issue. However, it was a complicated procedure due to challenging imaging conditions that may have impacted both navigation and grasping. As reported, the poor image quality was the main reason for the slda. Since no edwards defect was identified, corrective or preventative actions are not required.